Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device experienced a failed patient side occlusion alarm. The event occurred during routine testing. There was no patient involvement.

Event description:
It was reported that the device experienced a failed patient side occlusion alarm. The event occurred during routine testing. There was no patient involvement.

Manufacturer narrative:
The customer¿s reported complaint of failing patient side occlusion was not confirmed. ¿ results from pressure sensor malfunction test method identified patient side pressure sensor operating as intended. ¿ test results from asm analog test demonstrated the appropriate sensor output voltage after the applied pressure on the plunger was released. Device history review: review of the source pump module s/n (B)(6) service history record showed the device had a manufacture date of 25may2012. A review of the device service history record was performed beginning from the date of manufacture to the present date (B)(6) 2020 and indicated that this device has been returned to service. On (B)(6) 2019, pump module was returned for failing pm. The bezel (lower hinge crack), air in line and iui connectors were replaced. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. The root cause of the reported failure with patient side occlusion was not determined. Test results demonstrated the patient side pressure sensor operating within specification.